Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted ne inflation device was returned to atrion inside a zip lock bag. Upon receipt of the complaint device a visual inspection was conducted. During the visual inspection, it was noted that the gauge was broken from the inflation device housings at the glue plug area. The glue plug threaded section of the device was broken off from the device and remained fastened to the gauge threads (figure 3). The device exhibits the atrion cts mark, indicating 100 percentage functional verification at the time of manufacture (figure 4) and the gauge needle is within the zero position. Functional evaluation noted functional testing could not be performed on the inflation device due to the gauge being detached from the inflation device body. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inappropriate package design. However, there was insufficient information to confirm this potential root cause. A DHR review did not show any problems or conditions that would have contributed to the reported event. The labelling review is not required as labelling would not have prevented the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before the ureteral stricture dilation surgery, when the eagle inflation device was opened and ready to be used, it was obvious that the pressure pump gauge was broken, and the pressure was slowly pressurized without any change in the pressure value and the solution was change the set of balloons.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before the ureteral stricture dilation surgery, when the balloon dilation catheter was opened and ready to be used, it was obvious that the pressure pump gauge was broken, and the pressure was slowly pressurized without any change in the pressure value and the solution was change the set of balloons.